Manufacturer narrative:
(B)(4). Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Upon receipt, the battery gave error code 85 and had no power due to overheat. A definitive root cause cannot be determined. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery won't charge. Upon further evaluation, it was found this battery gave error code 85 and had no power due to overheat. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon review of our reporting decisions overheating or error codes for sterilizable batteries will be updated to be not reportable. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury nor is the malfunction likely to lead to a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.